Event description:
The nurse was giving a patient the flu vaccine while the patient was at the physician's office. She attached the needle, held the syringe/needle upright, and expressed out all of the air. After preparing the deltoid muscle, she inserted the needle and attempted to aspirate. Seeing no aspirate, she proceeded to depress the plunger to give the vaccine. At this point, the glass flange nearest to the plunger shattered. The nurse reports she met no resistance and there were no indications prior to the event that the device was faulty (e.g.: no cracks in the glass). The packaging for the device was intact prior to being opened. The speed at which the plunger was depressed was the same speed that the nurse typically uses when giving this and other similar vaccines--not too fast and not with a great deal of force. The nurse reports the patient did not move during the procedure. The patient and nurse were not harmed. Staff obtained another vaccine and administered it to the patient without difficulty. There was no delay or interruption in the patient's care. The vaccine is stored in a monitored refrigerator. The temperature in the refrigerator remains constant and the vaccine has not been subject to heat or freezing temps. The staff giving the vaccine are medically trained to perform this procedure and have done so many times--they are very experienced in giving injections. Staff do not know why this occurred. This is the second sryinge that we have had shatter when giving the vaccine.====================== health professional's impression======================staff don't know why this happened.====================== manufacturer response for flu vaccine syringe, fluzone======================the manager at the physician's office contacted the manufacturer. It was confirmed that the manufacturer does not want the product returned for inspection.